Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung sm-a165 phone with android operating system version 16. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced a loss of consciousness, loss of awareness, convulsions, vomiting, and was unable to self-treat, requiring treatment of glucose and coffee with sugar by third-party. There was no report of death or permanent impairment associated with this event.